Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). Investigation summary: the complaint device was received and evaluated at service center. The defect reported by the customer has been verified and repaired. On inspecting the device, further deficiencies were found to be impairing device function. The measures used for repairing the defects are listed in the "proof of repair". Unit modified according to guideline of manufacturer. Unit safety test performed according to manufacturer's final test procedure with reference accessories. Functional test performed. Electrical safety test completed. Hipot test completed. Keyboard pcb corroded, handcontrol set replaced. Functional test according to test procedure completed. Resistance value out of specs: handcontrol set replaced. Motor too loud - motor replaced. Motor corroded - motor replaced. Preventive replacement of o-rings performed according to service manual. As per input check, tissue seal was defective, and pump resets when shaver was activated. The possible root cause of the above mentioned defects could be the fluid ingress into the motor compartment. Review of the device history record indicated that this batch of product was processed without incident; therefore there is no evidence of manufacturing anomalies on the records reviewed. At this time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that the micro tornado hp w handcontrol device had an unspecified malfunction. During in-house engineering evaluation, it was determined that there was an electrical short circuit n the device. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.